Event description:
It was reported the compact plus system had blood glucose results of 15 mg/dl and 106 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device strips not returned.